Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The nurse complained of questionable inr results for multiple patients from a coaguchek xs meter compared to the laboratory result. The meter serial number was not provided. Of the data provided, there was a discrepant inr result for 1 patient. The result from the meter was 4.9 inr. The result from the laboratory with venous blood was 3.7 inr. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 314047) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.